Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Corrected:h6 patient code: no code available (3191) used to capture the device revision. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown bone cement. On (B)(6) 2019, the patient underwent a left knee revision due to failed left tibial knee arthroplasty with revision on tibial component. The surgeon reported the loosening of the tibial component, and there was no cement under the tibial baseplate. He noted there were no signs of femoral component loosening. The surgeon did not comment on the patella and it was not revised. The surgeon reported no intraoperative complications. The patient was implanted with attune tibial component and competitor bone cement products. Doi: (B)(6) 2017; dor: (B)(6) 2019 (lt knee).